Event description:
Initial result for a patient calcium was 7.2 mg/dl. When repeated, the result was 9.2 mg/dl. The incorrect result was not reported. The field service representative found the detergent nozzle was clogged and repaired the instrument.